Event description:
Medwatch report explained, attempted insertion of the lumbar drain with some resistance. During removal of the lumbar drain, it broke into two pieces. Distal piece had to be removed surgically.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed. Additional info from the uf/importer report: 02/09/2010. Codman lumbar drainage catheter kit ii. Codman lumbar drain. (B) (4).